Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Additionally, it was reported the customer received an unspecified cartridge alarm and the wake button was unresponsive. The customer¿s blood glucose level was 350 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.